Event description:
A report was received that a patient had a pocket revision. The patient's implantable pulse generator (ipg) was located on the spine making it very uncomfortable for the patient. The physician relocated ipg pocket. Nothing was explanted or implanted and the patient is doing well after the procedure.